Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: taxus element (mr), ous, 2.5 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent found stent damaged on different locations across its length with struts distorted, stretched and lifted from the stent crimped position. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device from a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination profile found no damage to the shaft polymer extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-nov-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the tightly calcified right coronary artery. Following predilation, a 38mm x2.50mm taxus¿ element¿ long drug-eluting stent was advanced but was unable to cross the lesion. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.